Manufacturer narrative:
No device was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported there was a fracture where the spike was inserted into the 5fu bag. This caused a small leak of the medication; white powder residue. No additional information no patient injury.

Manufacturer narrative:
The product's history records were reviewed and there were no non-conformance's that would have resulted in the reported complaint.,